Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge. The customer indicated the use of a viscoelastic, which is not qualified for the cartridge used. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract surgery with an intraocular lens (iol) implant, the patient developed inflammation. Additional information was provided indicating that the patient developed eye pain, hyperemia, corneal edema, keratic precipitates, anterior chamber cells, flare and fibrin. No bacteriological tests were performed. The patient was treated for endophthalmitis with steroids and antibiotics. The symptoms did not improve after the initial medical treatment.